Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to multiple errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem was confirmed using system logs which revealed multiple errors. The erbe was tested using the system, and error c-34 triggered on startup. A review of the internal erbe log additionally showed error c-00 and m-11. The complaint was confirmed based on failure analysis. The root cause of the failure could not be determined. However, the cause is likely due to an electrical component failure within the erbe as errors indicate power supply voltage measurement value too high in on state, internal timeout, and high frequency (hf) voltage measurement value too high.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered multiple errors on the integrated electrosurgical unit (iesu) or erbe. The customer power cycled the erbe, changed the instruments, and changed the energy cabled but the issue persisted. The technical support engineer (tse) advised the customer to use a force triad generator, but the customer did not possess one. Tse then walked the customer through a hard power cycle with no change. The tse then had the customer change the energy settings on the erbe, but the errors continued to persist. The procedure outcome is unknown at this time with no reported injury.